Event description:
It was reported that the patient presented to the hospital due to edema complaint and the patient declared "the noise was heard from implantable cardioverter defibrillator (ICD). It was also reported that the patient was experiencing heart failure. During the control right ventricular (rv) lead defibrillator impedance warning, superior vena cava (svc) lead impedance warning, and left ventricular lvring to rv coil lead impedance warning was seen. The rv defibrillator svc coil alarms were turn off. Review of data revealed a patient alert was activated for sudden high impedance of the rv coil defibrillation conductor. Explant of rv pending, and the lead remains in use. Additional information received indicated during the revision procedure for the rv the screwing part of the implantable cardioverter defibrillator (ICD) failed while connecting the rv to the device. The screw was dislocated, and the screw socket was broken while installing the rv. The rv could not be squeezed therefore the ICD was explanted and replaced. It was also reported that atrial lead pacing defect was observed, and that the lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.